Event description:
Patient reported receiving frequent e4 (occlusion) alarms. She stated that, the alarms occur while attempting to administer a bolus and during normal basal rate delivery. Patient indicated that, she experienced elevated blood glucose of 300-500 mg/dl. She reported bolusing and changing the infusion set to address the issue. Patient indicated that, she did have scar tissue and has had trouble with her infusion sites as a result of her small frame. She stated that, a few months prior, her infusion site became infected. Patient was treated at the hospital as a result of the infusion site becoming abscessed. The abscess was removed. She reported feeling ill, as a result of the elevated blood glucose levels. Patient indicated that, she switched to a different type of infusion set and her issues were addressed. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.